Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for eval. The gray outer sheath was torn off approximately 56 mm and 185 mm from the strain relief. A 16mm longitudinal cut from the break at 56 mm towards the strain relief was noted. The stent graft was partially deployed and protruded approximately 38 mm from the tip of the outer sheath. No damage was noted to the struts or the partially deployed stent graft. Functional testing could not be performed, as the delivery system was returned with the outer sheath broken. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer shaft break is also confirmed, as the outer sheath was torn off at the catheter reinforcement area. However, the root cause could not be determined based upon available info. The current IFU (instructions for use) state: warnings: the stent graft (implant) cannot be repositioned after total or partial deployment.

Event description:
It was reported that a stent graft only partially deployed and attempts to complete the deployment were unsuccessful. The stent graft and delivery system were removed without incident and another stent graft was deployed successfully. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #) that were not previously obtained during the initial investigation.